Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer cut, with the drivers exposed and with the knife recess below the cartridge deck. The cartridge was not properly loaded in the device. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. It should be noted that all devices are inspected 100% for staple presence by a vision system. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a rectum cancer resection procedure that the device was used to conduct the anastomosis. After firing, the surgeon found the rectum was transected and checked the proximal anastomosis stoma was completely fine. However, at that time he did check the distal end of the anastomosis stoma. Later, during the procedure, the surgeon found there was no staple in the distal anastomosis stoma. Another device was used to complete the or. There was no adverse patient consequence.